Event description:
It was reported that "for the past few months, the intraoperative probe cover drape reference (B)(4) has been continuously very easily breaking through causing contamination when we please the probe into the sterile cover. Please see pictures attached." The part shown broken in the provided picture is the tip of the probe cover.